Event description:
It was reported that a patient discovered inadequate iodine on the sponge of a connection shield unit. This event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned, however companion samples were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the presence of iodine on the sponges. Testing for pouch integrity was performed with no issues noted. Each connection shield sample was weighed to calculate the amount of available iodine present. All the samples were found to be within specifications for the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.